Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 477 mg/dl at the time of the incident. The customer informed that their blood glucose was increasing. The customer consumed their meal without being on the insulin pump. They noticed an increased in the blood glucose and treated themselves with a manual bolus; but the blood glucose did not decrease. The customer stated that the insulin pump passed the high performance test and the self test. The insulin pump will not be returned for analysis.